Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump had a cracked case at display window corners and on the display window.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The customer stated that the numbers kept going up, and when she replaced the battery, a battery alarm occurred. The blood glucose reading was 119 mg/dl. She stated that the device may have been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.